Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was cracked, unreadable, and unresponsive. Subsequently, the pump did not deliver insulin as intended after the screen became shattered. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.